Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. H3, h6: a medtronic representative went to the site to perform a system check out and they found that the system functioned as intended. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that two of four screws were inserted not according to plan. The case was a spinal fusion from l3 to l4, where the two screws on the right were implanted first without issue. Then l4 left and l3 left. However, after they were inserted, l4 was slightly superior while l3 was superior. The trajectories were deviated between 3.5 and 10mm. The surgeon removed the screws, re-registered, and placed the screws in their correct locations. The manufacturer representative was not certain of the cause of the inaccuracy, stating that it could have been possible for the patient to have moved due to heavy torque from the drill. The total delay was approximately 15 minutes. There was no impact on the patient outcome.